Event description:
It was reported to resmed (B)(4) that an astral device had a power failure after using the external power supply. There was no patient harm or injury reported as a result of this incident. MFR# 3004604967-2015-00317.